Manufacturer narrative:
Disposable device not returned for analysis. Hospital discarded the device.

Event description:
During a colon resection case, the device did not seal. To effect a seal, surgeon used sutures. No patient harm reported. The device was discarded by the hospital.